Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed during which it was noted that there was a crack in the connecting tube of the reservoir. The pump was removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed during which it was noted that there was a crack in the connecting tube of the reservoir. The pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. No damage or abnormalities were noted, no leaks were identified in the pump. The tubing cut down to the pump block; therefore, the tubing was not returned for analysis. Based on the information available and analysis results, the reported clinical observation of a crack in the connecting tube of the reservoir could not be confirmed; consequently, a conclusion code of cause not established was assigned to this investigation.